Manufacturer narrative:
This report is being filed on an international product, list number 07p87 that has a similar product distributed in the us, list number 07p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii result generated by the alinity I processing module for a patient. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1 (check up with no previous results): on (B)(6) 2025, sid (B)(6) = 1.16 s/co (B)(6), 2.42 s/co (B)(6). On (B)(6) 2025, sid (B)(6) = 1.03 s/co (B)(6), 3.22 s/co (B)(6), 0.45 s/co (B)(6). Other results provided: hbsag = 0.31 (neg), core igm = 0.14 (neg), hbsab = <10. The customer believed the reactive results were correct for this patient. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for nonreactive alinity I anti-hbc ii result included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Additionally, in-house testing of retained reagent kit was completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 65308be00. Additionally, a review of tracking and trending for the alinity I anti-hbc ii assay (list number 07p87) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot 65308be00, and the complaint issue. An in-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot 65308be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of labeling was performed and found to sufficiently address the customer issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I anti-hbc ii reagent, lot number 65308be00.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii result generated by the alinity I processing module for a patient. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1 (check up with no previous results): on (B)(6) 2025, sid (B)(6), = 1.16 s/co (B)(6), 2.42 s/co (B)(6). On (B)(6) 2025, sid (B)(6) = 1.03 s/co (B)(6), 3.22 s/co (B)(6), 0.45 s/co (B)(6). Other results provided: hbsag = 0.31 (neg), core igm = 0.14 (neg) , hbsab = <10. The customer believed the reactive results were correct for this patient. There was no impact to patient management reported.